Event description:
It was reported that at implant attempt, there was undersensing. Vf (ventricular fibrillation) and vt (ventricular tachycardia) detections were both programmed on. Markers showed that vf was sensed, but the device did not detect it and manual therapy was required to convert the patient. The device was not implanted and was replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies were found.